Event description:
New information received indicated that another occurrence of non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed. Programming changes were recommended.

Event description:
New information received indicated that the recommended programming changes were made to resolve the previous reported post-paced t-wave oversensing. Patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a follow-up. Non-sustained rv oversensing due to post-paced t-wave oversensing was observed via egm. Programming changes were made; device remains implanted.